Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose of 690 mg/dl. The customer was admitted into the hospital for diabetic ketoacidosis. The customer tried to treat with the insulin pump but their blood glucose would not go down. The customer;s current blood glucose is 260 mg/dl. The customer treated through the insulin pump and hospital visits for their high blood glucose. The date of hospitalization is (B)(6) 2017. The customer reported vomiting and twisting in the arms. The customer is being treated via insulin drip in the hospital. The customer declined to check for possible site/insulin issues. The customer declined to check their settings. The insulin pump is not returning. Nothing further was reported.